Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was detached from the balloon and was not returned for analysis. A visual and tactile examination found the balloon wings were not tightly folded in a crimp position and there was contrast media present inside the balloon. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks on hypotube. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jul-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 10mmx3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 3.50x12mm promus element drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.